Event description:
The patient reported that approximately four months following a sling procedure that was performed in 2007, the patient experienced pain, pus drainage, and what appeared to be one stitch that came out at the right incision site. The patient later experienced pain, and alleged swelling the size of her fist at the left incision site. The patient sought medical treatment and was placed on antibiotics. The patient further alleged the left incision site drained fluid and a four inch piece of the sling material extruded from the incision site. The patient stated that the implant was no longer effective. Additional follow-up with the doctor reported the patient was doing well, and was not experiencing any stress urinary incontinence when he examined her on approx four months later. The doctor was not aware of any further complications.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown, therefore, no review of the device history record could be performed. The instructions for use states that potential adverse reactions are those typically associated with surgically implantable materials. The instructions for use states under the section potential complications that complications associated with the proper implantation of the pelvilace biourethral support system may include, but are not limited to: postoperative hematoma, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant, perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Baseline report previously reported.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced stress incontinence, white blood cells in urine, occasional bacteria in urine (bacterial infection), incision swelling (swelling), incision drainage, incision hardness, piece of mesh material (foreign body in patient), and required additional non-surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the potential complications: complications associated with the proper implantation of the pelvilace¿ biourethral. Support system may include, but are not limited to: postoperative hematoma. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced post-operative nausea, recurrence of stress urinary incontinence, pain, extrusion, unspecified urinary problems, recurrence, dyspareunia, erosion, infection, unspecified neuromuscular problems, hernia at right under sling scar (hernia) (scarring), vaginal spotting (blood loss), vaginal discharge, swelling on left side, suture site, bacteria in urine (bacterial infection), reaction to porcine dermis (reaction), blood in urine (hematuria), protein, leukocytes in urine, and required additional surgical interventions.